Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer treated with food for their low. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump had blank display. Display return after restart. Insert battery alarm did display on the insulin pump screen. It was unknown that auto mode feature was active or not at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.